Manufacturer narrative:
The event products were returned to applied medical for evaluation. Engineering was able to confirm the customer experience. Engineering was able to recreate the shavings in the obtuator by inserting a scope at an angle. The root cause is insertion of a scope at an angle at high force. Per the instructions for use, "when using a fios first entry to visualize insertion, prepare an appropriately sized zero degree laparoscope." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Ls choley- "dr. Was doing a ls choley, when the scope was placed in the trocar a bunch of plastic shavings were visible..these were not in the sleeve part, but the inner most part of the trocar that's used for a visual aid. Staff obtained a 2nd trocar and it was the same. No pieces were in the patient to staff's knowledge." Patient status: patient recovered. No pieces were in the patient to staff's knowledge.